Event description:
The pt of dr (B) (6) enrolled in clinical study (B) (4). On (B) (6) 2008, the pt underwent ventral hernia repair with strattice. On (B) (6) 2008, pt presented at clinic after appearance of drainage; there were no history of fever, chills or pain, but mild tachycardia that responded to fluids. CT scan showed anterior abdominal wall fluid collection consistent with anterior wall abcess; admitted to hosp and midline incision opened, abcess drained and wound left open. Culture of fluid revealed (B) (6). On (B) (6) 2008, CT scan revealed resolution of abcess, with no further loculations. Wound wac applied to midline and antibiotics prescribed. On 07/31/08 updated info was rec'd from dr's office, as follows: pt was discharged home, on (B) (6) 2008 (pod 38), with home care for wound vac. Pt was seen in clinic, on (B) (6) 2008 (pod 43), and "nice granulation tissue" noted at base of wound. Vac continued. Pt was seen in clinic, on (B) (6) 2008 (pod 57) with a "little bit of open area with nice granulation tissue".

Manufacturer narrative:
Review of the device history record for strattice lot g0066. Query of lifecell complaint sys for any other complaints against the devices distributed from lot g0066. Review by medical events committee (mec). Results: review of the device history record for strattice lot g0066 revealed no deviations that would have an impact on processing steps associated with risk of infection to the pt. To date, 7 devices processed and released for distribution from this lot, 6 devices were distributed, including 3 devices that were reported as implanted. To date, there were no issues or other complaints have ben report to lifecell for lot g0066. Mec concluded, "this is an "organ space infection" not a wound infection. Conclusion: no device failure and product within specification.